Event description:
Subcutaneous infusion with hizentra prefilled syringes, the versa rate plus cracked at the beginning of the infusion which led to the lose of 10 grams of medication. Apparently, this is a known flaw when using the hizentra prefilled syringes with the versa rate plus.